Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan. Medtronic personnel reported event to manufacturer on behalf of the customer. H3: the inspection/repair is pending. A review of the ventilator logs confirmed the reported loss of ventilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed, the screen was black, ventilation stopped and there was a burnt smell. When the power was turned back on nothing worked. The patient's peripheral capillary oxygen saturation (spo2) decreased. There was no injury to the patient. A review of the ventilator logs confirmed the reported loss of ventilation.

Event description:
A review of the ventilator logs confirmed the reported loss of ventilation.

Manufacturer narrative:
Section d4 unique identifier (UDI)# was updated. Section d9 was updated due to device evaluation. Section h6 evaluation codes were updated due to device evaluation. Method code (annex b) add additional code result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g0201201 h3 device evaluation summary h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed, the screen was black, ventilation stopped and there was a burnt smell. When the power was turned back on, nothing worked. The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation. Service personnel (sp) inspected the unit and found that a capacitor on the dc-dc converter printed circuit board assembly (pcba) was thermally damaged. The unit was not repaired at the request of the hospital. The cause of the event was isolated to a potential fault in dc-dc converter pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.